Manufacturer narrative:
(B)(4). Two days after the event the patient experienced peritonitis. At the time of this report, the patient had recovered from peritonitis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No sample was returned for evaluation; therefore, a device analysis could not be completed. Upon conclusion of the investigation, it was determined the patient made a use error. Use errors and proper user instructions are addressed in minicap transfer set directional insert, which is shipped with every minicap transfer set device. The insert states ¿baxter cannot ensure that the dialysis products of other manufacturers, when connected with its products, will function in a satisfactory manner¿. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was the transfer set disconnected from the plastic adapter. The disconnection resulted in a leak. The patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the peritonitis event. At the time of this report, antibiotic therapy was ongoing and the patient was recovering from the event. Dianeal therapy was ongoing. No additional information is available.